Event description:
Int'l affiliate reports needle broke during suturing of the uterine cervix. The fragment was buried in the tissue, so additional tissue was incised to remove the fragment. The pt was making satisfactory progress and was discharged. No adverse event was noted.

Manufacturer narrative:
Result: a needle that broke in the body towards the attachment end was submitted for this evaluation. A visual inspection of the sample revealed gouges on the needle and around the break area produced during handling by the surgical needle holders or some other gripping device. Conclusion: the needles fractured in a ductile manner due to tensile overload generated during severe mechanical deformation. Signs of ductile behavior are seen; shear lips on the fracture surface, and a fracture mode of microvoid coalescence when viewed at a magnification of 2000x. There were no signs of manufacturing or material defects found.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete.